Event description:
An optometrist reported pt with epithelial ingrowth of the left eye at lasik post-op visit. Additional info indicated a flap list and rinse was performed in order to treat reported event. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).